Manufacturer narrative:
(B)(4). Evaluation summary: unique device identifier (UDI) number: (B)(4). The complaint device was returned for evaluation. The incident information provided to abbott vascular, analysis of the returned device, manufacturing records and complaint history for the reported lot were reviewed. The reported bending of the delivery catheter (dc) shaft and difficult positioning the device were confirmed via returned device analysis. The investigation determined that the dc shaft bend and subsequent difficulty positioning the clip delivery system (cds) were attributed to the clip caught on chordae; however, a definitive cause for how the clip got caught on chordae could not be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The other clip delivery system referenced is filed under a separate medwatch MFR number. The clip delivery system is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the difficulty steering that occurred during use with the clip delivery system ((B)(4)) which can cause the clip to deflect in an unintended direction and has the potential to damage the atrial wall, chordae, or left atrial appendage. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The transseptal puncture was difficult and the left atrium (la) was small. The first clip delivery system ((B)(4)) was advanced to the left ventricle but became caught in the chordae and began to dive medial. The clip was inverted, freed from the chordae, and retracted into the la. Several attempts were made to re-position the clip but while advancing the handle, the clip dived to the commissure causing steering difficulty. The decision was made to remove the cds and replace the device. The second cds ((B)(4)) was advanced to the la. During several grasping attempts, the clip became caught on the anterior leaflet. The clip was freed with troubleshooting and positioned on the leaflets; however, when the gripper line test was performed, the gripper line was stuck. The clip was slightly opened to approximately 30 degree and the gripper line could be moved. The clip was still attached to the leaflets and the gripper line was removed. The clip was then closed and the remaining deployment steps were performed. The one clip was implanted and the mr was reduced to 2-3. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.